Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that became stuck in the air/water nozzle and could not be sufficiently removed, and then clogged. It was not possible to further presume the cause of the clogging of the foreign material since it was not possible to confirm whether it was implemented according to the instructions for use and it was furthermore not possible to obtain the user's handling information of the device. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had air/water flow issues. Inspection and testing of the returned device found foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material in the nozzle, the bending angle in the up direction was out of standard, the up/down knob had play, the adhesive on the bending section rubber was cracked, the adhesive on the bending section rubber was a cloudy white, the air/water supply was out of standard due to clogging of the nozzle, water removal was reduced due to clogging of the nozzle, switch 1 was scratched, the adhesive around the objective lens was peeled, and the image had noise due to damage on the electrical connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.